Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, which indicates that the voltage is lower than the projected longevity. Technical services (ts) reviewed the reports and stated that the device is in the early stages of premature battery depletion (pbd). Ts recommended either re-evaluating the longevity after 90 days or device replacement. The device remains in use. No adverse patient effects were reported.